Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's brother reported via phone call that the customer woke up with high blood glucose and a malfunctioning insulin pump. The customer was taken to his health care professional; no further details were provided regarding the medical attention. The patient's insulin pump had unresponsive buttons and a button error alarm. The patient's blood glucose at the time of incident is unknown. The up arrow button in particular was unresponsive. The brother did not recall any significant events leading to the keypad issues. The customer was advised to revert to their medically prescribed back-up plan. No products were returned at this time and a loaner insulin pump was sent to the customer.